Event description:
It was reported that the driver died during insertion in the proximal tibia in an adult male. A backup driver was available, and the green light is still shown on the driver when the trigger is engaged.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 ((B)(4)) was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 06/2016 and is approximately 2.5 years old. Ez-io driver 9058 ((B)(4)) was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No preventative/corrective actions will be assigned. Ez-io driver 9058 ((B)(4)) was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver died during insertion in the proximal tibia in an adult male. A backup driver was available, and the green light is still shown on the driver when the trigger is engaged.

Event description:
It was reported that the driver died during insertion in the proximal tibia in an adult male. A backup driver was available, and the green light is still shown on the driver when the trigger is engaged.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn j14100) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3); insertion 1: 2.88, insertion 2: 2.47, insertion 3: 2.37. Hard profile (105 lbs/ft3); insertion 1: 4.15, insertion 2: 3.97, insertion 3: 4.00. The driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 06/2016 and is approximately 2.5 years old. Functional testing has confirmed no fault found with this driver. No further action required.